Event description:
The provider states the brake is broken on the rollator. The provider purchased the unit from independence medical and stated he will call them to obtain parts needed.

Manufacturer narrative:
Follow up to be sent if additional information is received.